Event description:
Lind g, schechtmann g, lind c, winter j, meyerson ba, linderoth b. Subthalamic stimulation for essential tremor, short-and long-term results and critical target area. Stereotact funct neurosurg. 2008;86(4):253-258. In order to explore the usefulness and long-term results of subthalamic nucleus (stn) stimulation for the treatment of essential tremor (et), we evaluated 3 groups of patients undergoing deep brain stimulation (dbs) for et. Group 1 consisted of 3 patients who 9 years ago at intra-operative testing had good temor reduction from stn stimulation. The second group consisted of 10 patients treated with dbs in the ventral intermediate (vim) nucleus of the thalamus. The third group comprised 9 patients subjected to stn stimulation for et with 1-3 years of follow-up. Reportable event: group 2. One patient had had several battery replacements, and despite an increase in stimulation intensity, the tremor-blocking effect had diminished considerably. The electrode was eventually removed due to infection.

Manufacturer narrative:
See scanned pages.